Manufacturer narrative:
Updated fields: d9, g3. G6, h2, h3, h6, h11. The iris scissors straight 4 1/2, 25/box (5-304-st-25) was not returned for evaluation after three good faith attempts (gfes) were made. The lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. The definite root cause cannot be determined. The issue of being tight and dull may be the result of damage or customer preference. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the iris scissors straight 4 1/2, 25/box (5-304-st-25) were unable to cut sutures. It was conveyed that the handles were too tight to move, and the tips were dull, which resulted in small redness and discomfort for the patient. No death or surgical delay reported.